Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sinus, ear infection, congestion, sore throat, headaches and migraines, difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported and issue related to a CPAP device's sound abatement foam. After further review it was found that the date of event that was originally reported is incorrect. The correct date of event should have been (B)(6) 2021. In addition, new and relevant information has been received by the manufacturer on 06/27/2022 alleging dizziness. The appropriate coding in section h.6 has been added.